Event description:
The sales rep/distributor stated that the pin broke while the frame was being attached for biopsy in 2003, the pin caused an extra dural hematoma on the pin side. The hematoma was operated 3 days later.